Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter. There was clot clogging the catheter. In the first part of the procedure (the catheter at the level of the epicardium). After deflation of the press bag, the pressure was zero. There was no irrigation of the catheter. The internal irrigation system of the catheter became clogged (probable presence of clots) due to the discontinuous irrigation. It could not be unblocked despite several attempts. The catheter was removed, another device was used successfully. No patient consequence. The physician¿s opinion on the cause of this adverse event: the surgeon did not express an opinion on the cause of the dysfunction. However, the nurse in the room pointed out that there had been a problem with the over-pressure bag which was deflated and did not allow irrigation of the catheter. Patient outcome was reported as no patient consequence. It is unknown if the patient required extended hospitalization because of the adverse event. Generator information smartable, sn: (B)(4).. The problem is related to a pentaray which is not irrigated via the smartflow. The pentaray is irrigated by an irrigation system not managed by biosense webster. The thrombus/clot was located in the body of the pentaray, no visible coagulum at the distal part of the pentaray. The observation of the irrigation defect has been done by the nurse of the operating room. Temperature not monitored on this catheter. Flow controlled and verified by paramedical staff in the operating room. The issue occurred on a diagnostic catheter. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
On 30-may-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed. An irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area, the irrigation tubing was found folded. A manufacturing record evaluation was performed for the finished device [30662493l] number, and no internal actions related to the reported complaint condition were identified. Instructions for use contain the following recommendations: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. The thrombus and bent tube cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).